Event description:
In 2007, this patient underwent endovascular repair for a thoracic aortic aneurysm using two gore tag thoracic endoprosthesis. A follow-up CT on five and a half months later, revealed a proximal type I endoleak. The physician reintervened on october 5, 2007. An additional tag device was implanted, intentionally partially covering the left subclavian artery. The lsa remained patient. The procedure successfully sealed the endoleak.

Manufacturer narrative:
A review of the manufacturing paperwork could not be conducted since the device information was unavailable.